Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system locked up. There was no system message displayed. Additional information has been requested. Additional information received indicated the event occurred before a vitrectomy procedure. The system was unplugged but did not turn until the battery was empty. The system was restarted and the case was completed. There was no patient involvement.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and could not replicate the reported event. Unrelated to the reported event, the company service representative performed repair of the tray arm. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet product specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).